Event description:
It was reported on medwatch report (B)(4) that "the patient underwent two failed back surgeries, lumbar laminectomies and a three level lumbar fusion (alif). The patient experienced severe pain post-operatively and was seen by doctor. MRI of hips was performed. Patient was told he/she had hip bursitis and instructed to see rheumatologist, which the patient did. Patient was given copy of MRI at office visit and instructed to see neurologist, which the patient did. Another MRI and a special emg were performed . Reportedly, at the "results" appointment, the patient was told "the damage most likely occurred at the second surgery. Prior to the second surgery, the patient was never put on any short or long-term physical therapy or pain programs. Patient was a registered nurse" and now "can only walk a mere five yards without sitting down."

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.